Event description:
It was reported that a patient presented with a broken synthes plate and intact 3.5 cortex screws from a previous surgery which was performed on an unknown date. Delayed union (nonunion) of the fracture was also discovered. During the revision surgery the broken plate and intact screws were removed. The surgeon reduced the fracture and implanted new hardware successfully. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Implant date was not provided by the reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.